Event description:
It was reported that the customer had high blood glucose of 520 mg/dl and her insulin pump was malfunctioning. The drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).